Event description:
A total artificial heart (tah) patient for 4 months was recently discharged from hospital, and status post unplanned driver change 4 days prior for same, now presents with alarms on another driver. Tah driver did not stop running. Pt asymptomatic. Tah driver was changed by family member in the home with assist of hospital team via phone. No complications with driver change. Pt was admitted and placed on the syncardia c2 for additional hemodynamic information, and was found to be full-filling. Fluid removed via dialysis over several weeks, and patient was successfully returned to what is now his 3rd tah driver.